Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged post implant. The next day the physician repositioned the lead, but it dislodged again later that evening. The lead was subsequently inactivated. No patient complications have been reported as a result of this event.